Event description:
It was reported the patient¿s pump was refilled on (B)(6) 2013. The morning of the report the hcp was contacted as the patient was having signs of withdrawal. The patient was seen in the clinic the morning of the report where they accessed the reservoir and pulled back 18ml (expected 19.5ml). They re-injected 18ml back into the reservoir and reprogrammed the reservoir volume to 18ml. Upon removing the needle from the pump, clear fluid came from the puncture site. It was noted the hcp suspected a pocket fill. The reporter was unsure if the patient¿s symptoms were related to device/therapy. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).